Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during an unspecified procedure, the high flow insufflation unit was normally set to a pressure of twelve (12) millimeters of mercury (mmhg) but was unable to achieve this pressure. The pressure had therefore been adjusted to fifteen (15) mmhg. Nevertheless, the pressure would not exceed five (5) - eight (8) mmhg. There was sufficient gas in the cylinder (according to the insufflator). The insufflator was pumping six (6) liters per minute (l/min) (not continuously, but at intervals). The insufflator will only blow continuously if there was a leak. There were no leaks in the surgical area. There were no reports of patient harm. At a later time, the facility had tested the insufflator again, and the insufflator was working as intended with the test bag and pressure gauge. During surgery on thursday, the insufflator was set to small, so the facility thought that was the reason the insufflator was unable to provide enough pressure. The insufflator was set to normal, and the facility gave the device the all-clear.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report was found to be a duplicate of an event already reported in 3002808148-2026-03564. Should additional relevant information be received, it will be captured in that MFR number.